Event description:
The patient's right internal jugular central line was removed by the resident in standard fashion; no complications noted. About ten minutes later, the patient was placed in left lateral position, oxygen administered. Bp and oxygen saturation recovered slowly and patient woke up. Echo at bedside, revealed small amount of air bubbles in left chamber heart. All symptoms resolved by following morning.